Event description:
Rij catheter found to be leaking as external dressing saturated with bloody serous drainage. Upon inspection, catheter found to have perforation at the corrugated area on the teflon portion of the unit. The catheter was removed from the pt. The pt was assessed and no untoward effects on pt's physical condition noted. The involved catheter was impounded and examined.